Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead was fractured near the generator. The lead was explanted and replaced. No patient complications have been reported as a result of this event.